Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between acoustic lens and ultrasound probe and the chipped acoustic lens could not be determined. The event may be prevented by following the instructions for use sections below: ¿warning¿ ¿never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. The device evaluation found that due to a pinhole on the distal end, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to slipping-out of the light guide-bundle, illumination was poor. The scope cover plate was not clear. The ultrasonic cable had a dent. The electrical connector was corroded. The connecting tube was twisting. The acoustic lens was peeled. Due to a chip of the acoustic lens, displayed ultrasound image was defective. The ultrasonic probe was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no ultrasound image produced when using the ultrasonic gastrovideoscope. The issue was found during reprocessing. There was no patient involvement.